Manufacturer narrative:
A blade accessory from the same lot used during the event was returned and evaluated. Per the customer reported complaint, engineering observed that the retention legs of the blade accessory were not bent to specification, thereby, causing the loose fit experienced by the customer and allowing the blade to detach from the instrument.

Event description:
It was reported that while prepping the instruments to be used during a da vinci s beating heart CABG surgical procedure utilizing the endowrist stabilizer, the scrub nurse observed that the 15 degree blue blade accessory fit loosely into the snap-fit instrument. Another blade accessory of the same type was opened and attached to the instrument, however, it also had a loose fit. The surgical staff decided to move forward with the procedure using the accessory as is. The arteriotomy was performed with the blade accessory in the instrument, however, the blade became dislodged and fell into the pt during instrument removal. Since the heart was ischemic at the time of the dislodgement, the blade was left to be retrieved at a later time. During retrieval, the blade accessory was not readily visible and a two hour search was performed before the blade accessory was found and removed. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.